Event description:
It was reported that customer believed control-iq was not adjusting insulin delivery as expected, which led to their blood glucose (bg) dropping to 46 mg/dl, resulting in loss of consciousness, a fall, fractured nose, and facial injuries. The customer went to the emergency room and was subsequently hospitalized. Customer received carbohydrates and intravenous saline with potassium to treat low bg. Customer was discharged the next day with permanent facial damage reported. Troubleshooting with technical support found incorrect total daily insulin and weight settings. Reportedly, customer reverted to manual injections for insulin therapy.